Event description:
Spouse of home patient (hp) reported pinholes in the foil pouch of minicap packaging, thus resulting in a dry betadine sponge. Spouse reported usage of minicaps from the same box and reported the hp was currently being treated for peritonitis, diagnosed on 9/6/1999. The hp was treated as an out-patient with the following antibotics: loading dose, vancomycin 2gm. And tobramycin 160 mg. Intraperitoneally. Additional dosing, vancomycin 2 gm. On 09/10/99, 09/15/99 as well as tobramycin 160 mg. On 9/21/99. Per the hcp the hp continues with antibiotics as ordered. Additional follow-up with the hcp revealed the hp to be currently hospitalized, as the hp did not respond to the previous treatment. While hospitalized, the hp is currently receiving antibiotics IV (medication and dosage unknown). The hcp reports pt improvement at time of report.